Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient was contaminated while draining in the hospital. The patient was in the hospital for an unrelated event. Once discharged from the hospital, the patient developed peritonitis manifested by abdominal pain. The patient was not hospitalized for the peritonitis event. The patient was treated with vancomycin and cefepime (doses, frequencies, routes and duration not reported) for the peritonitis. At the time of this report, antibiotic treatment remained ongoing and the patient was recovering from the peritonitis event. Peritoneal dialysis therapy was reported to be ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient developed peritonitis on an unspecified date in (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.